Event description:
It was reported by the bio-med tech at the user facility that he device "overinfused." Add'l info was requested and rec'd from the user facility's risk manager who reported that there was no harm to the pt and that "the medication was given at a faster rate than the pump indicates should have been given." Additionally, they did perform a short test with water in the syringe and it appeared to be working, but did not perform any long term testing.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The tamper sticker was not intact, the device had been serviced in the field, there were indications that the pump was not reassembled correctly. Additionally, there was much physical damage to the device and the device was out of calibration. An attempt was made to operate the pump to test the delivery accuracy, a flow test was run 3 times and there was no indication of an over-delivery.